Event description:
It was reported that on (B)(6) 2023, the patient had a backup battery fault alarm on the system controller, and the backup battery was changed in clinic. On (B)(6) 2023, the patient was seen in clinic with another backup battery fault alarm on the system controller and the controller was exchanged. Log files were submitted for review and captured intermittent backup battery fault alarms throughout the event history. Additionally, the log file captured several odd power cable disconnect alarms on both power sources which appeared to be related to the white controller lead. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault active on the controller was confirmed via analysis of the submitted log file and during testing of the returned product. The heartmate 3 system controller (serial number (B)(6) was returned and evaluated at abbott and a log file was downloaded. The downloaded controller event log file (labeled cs-190396_d1021001) from the returned system controller and the submitted log file (labeled cs-190396_20231219_091610) contained relevant data spanning approximately 2 days (B)(6) 2023 per the timestamp). The log file captured intermittent atypical backup battery fault alarms active due to a backup battery circuit fault. The alarm only appeared to be active right after the white power cable was disconnected from external power. The backup battery use count increased at every occurrence of the backup battery fault alarms and the alarms cleared once the white power cable was reconnected to power. Pump operation was not affected by the alarms. During the evaluation, the controller was placed on a mock circulatory loop for an extended period of time and operated a pump. When the white power cable was disconnected from external power, a backup battery fault was active, confirming the reported event. The backup battery was unplugged from the controller to inspect and appeared in good condition. The controller was then opened to inspect the internal components and it was noted that the backup battery ribbon cable was slightly pulled out from the printed circuit board (pcb) connector, causing a connection issue between the ribbon cable and the controller pcb. The battery was then placed back in the controller and the reported event was unable to be reproduced, indicating that reseating the battery and ribbon cable resolved the event. Provided information stated that exchanging the controller resolved the alarms. The root cause of the reported event was determined to be due to a poor connection between the backup battery ribbon cable and the controller. The device history records were reviewed, and the records revealed the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged and the alarms resolved.